Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 363706, lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg, the device experienced missing label information. This event occurred twice. The following information was provided by the initial reporter. The customer stated: this is a report about a missing label on tubes. According to the customer's report, there was no label affixed to the outer surface on some tubes.